Event description:
The device was used during a bowel procedure. Reportedly, after firing, only 3-4 staples at the proximal end fired. The device cut the length of the cartridge. Another device was used to finish the anastomosis. No patient injury was reported.